Event description:
Facility alleges that pt may have had a bad dialyzer disinfectant reaction. Pt complained of rapid heart rate, shortness of breath, and bad taste in mouth. Treatment was stopped, a new dialyzer was rinsed per unit protocol and treatment restarted w/o incident.